Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported: "the device restarted two times in succession and was then replaced. At the time the patient was in weaning, and due to his sufficient spontaneous respiration no problems arose during the device failure. There was no risk to the patient due to the prompt and competent actions of the nurses. The faulty machine was reprocessed and shut down and the patient was ventilated with a replacement ventilator."

Manufacturer narrative:
To investigate the reported behavior of the evita 4 (production date in (B)(6) 1996), the logbook was analyzed. The described warmstarts could be confirmed. In the event of a warmstart, the evita opens the airway system to allow for spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the parameters set by the user. The device was subjected to continuous operation for 18 days and tested according to the manufacturer's instructions. During those tests no deviations from the specification were found. Based on the analysis, the most likely cause of the warmstarts is an external disturbance due to electrostatic or electromagnetic effects above the immunity levels according to iec 60601-1-2, which were valid at the time of device sale. The device has met the specifications during testing and can be used again in the hospital. The device has behaved according to specification to this situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.